Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose ran high. The infusion set was removed and the cannula was bent. The customer was advised on proper insertion to avoid bent cannulas. The blood glucose reading was 468 mg/dl. The customer treated with a manual injection. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were correct. The basal rates were programmed accurately but the customer was unsure of the bolus wizard programming. She was referred to a health care professional for the correct settings. The bolus history showed all entries based on the customer's recollection. The customer was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.